Manufacturer narrative:
Evaluation of the returned pod400 coil confirmed that the embolization coil was detached. Evaluation revealed that the pet lock was intact at the proximal end of the pusher assembly, and the pull wire was inside the distal tip of the pusher assembly. If the device is retracted against resistance, the pusher assembly may elongate beyond the reach of the pull wire and result in the embolization coil detaching. Based on the reported complaint, the moderately tortuous anatomy may have contributed to resistance during the procedure. Further evaluation revealed kinks on the pusher assembly. This damage was likely incidental to the complaint and may have occurred during packaging for return to penumbra. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for both lots were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the posterior auricular artery using a pod400 coil and an access25 delivery microcatheter (access25). It should be noted that the patient's anatomy was moderately tortuous. During the procedure, the physician advanced the pod400 to the target vessel using the access25. While repositioning the pod400, it unintentionally detached with half the coil in the target vessel and half inside the access25. The physician then pushed the detached pod400 into the target vessel using the pusher assembly. The procedure was completed using a pod packing coil (packing coil) and the same access25. There was no report of an adverse effect to the patient.